Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functionality testing using test pads without duplicating the report. The device was recertified and returned to the customer. Review of the clinical data file shows evidence of a coupling issue. The electrodes are recognized by the device, but the coupling is poor and the patient impedance is too high, preventing the acquisition of a signal. There are no critical errors in the log. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. The CPR-d padz used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old female patient, the device was unable to detect the attached electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.